Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
It was reported that the customer is suspecting a bad central processing unit (cpu) board. The field service engineer (fse) was dispatched to evaluate the device. The fse found error codes in the diagnostic log relevant to check vent: auxiliary alarm supply failed and backup alarm failure. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The fse replaced the power management (pm) printed circuit board assembly (pcba) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to service for patient use.